Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were recovered from the field, but evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. There is no indication of a malfunction that contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away. It was reported that the patient passed away while at hospital. The patient was covid 19 positive and resuscitation efforts were not attempted due to a dnr. Review of the download data indicates that the patient received one treatment shock at 23:14:15 on (B)(6) 2020, while the patient was in vf. The post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The continuous ECG recording is not available at this time. The patient passed away on (B)(6) 2020 at 11:10 pm.